Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18.(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ esophageal ng stent was used to treat a stricture in the mid esophagus during an esophageal stenting procedure performed on (B)(6) 2016. Reportedly, the patients' anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying the ultraflex¿ esophageal ng stent but after passing the stricture, the stent thread did not release completely. The ultraflex¿ esophageal ng stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An ultraflex esophageal ng stent and the delivery system was returned for analysis. The device was received with the stent was fully mounted on the delivery system. Visual examination found the device shaft had a slight bend. The deployment suture was found to be wound around the catheter roughly 5 times from the suture lumen to the distal end of the deployment suture over the stent. During functional analysis, it was not possible to deploy the stent by pulling on the pull ring. However, it was possible to deploy a crochet knot by manually pulling on the suture adjacent to the knot itself. The yellow pull ring had detached from the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Investigation determined that while it is possible for the deployment suture to get wrapped around the shaft by getting looped over and around the distal end of the device; it is also possible for the deployment suture to wrap around the device shaft prior to threading the deployment suture through the skived side port of the device during manufacturing. Therefore, the most probable root cause for this complaint is manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ esophageal ng stent was used to treat a stricture in the mid esophagus during an esophageal stenting procedure performed on (B)(6) 2016. Reportedly, the patients' anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician began deploying the ultraflex¿ esophageal ng stent but after passing the stricture, the stent thread did not release completely. The ultraflex¿ esophageal ng stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex¿ esophageal ng stent. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.